Event description:
The problem began with a single orthovisc aspiration and injection. The common hot, painful swelling on top of the patella and six inches above the right knee soon changed into a chronic red hot painful swelling. After three months it went over into the left knee too. This means that it soon changed into complex regional pain syndrome. After three years it continues to worsen with huge skin lesions from mid calf to the inner knees. The shamberg's dermatitis has also worsened as a result and extends to above both knees. Erythromelalgia has also developed. There was no fever so it was not an infection. Six months later a second opinion was that I had prepatellar bursitis. I would add suprapatellar bursitis since it extends far above both knees. Immediately after the initial aspiration and injection there was a dramatic increase in loss of mobility. Presently, there is no significant mobility indoors and a continuous and increasing pain, heat, redness and inflammation 24/7. The orthopedist who gave the second opinion shook his head in disbelief when viewing the x-rays. "We wouldn't've done it." The x-rays showed no significant loss of space meaning no significant osteoarthritis. The injection wa unnecessary. Further research said that if you are allergic to feathers which I am, then you should not have orthovisc. It's not just synvisc, but orthovisc too. The second opinion was that no surgery was necessary. In fact, no orthopedist was necessary. What is now necessary is a rheumatologist, a neurologist, and a dermatologist. I saw a rheumatologist at (B)(6) general hospital for the first time on (B)(6) 2015. He brought in an experienced rheumatologist who identified erythromelalgia (mitchell's disease) and a dermatologist who identified the huge, red and painful skin lesions previously mentioned. I do not have rheumatoid arthritis, psoriatic arthritis or any autoimmune disease. There is also no family history of such. The same applies to diabetes. I have atrial fibrillation and this has worsened due to the stress of the side effects of a single unnecessary hyaluronic acid injection. I am extremely underweight and have no hypertension. I have lifelong low blood pressure and a slow basil metabolism (tested when I was (B)(6)). I am (B)(6) now. The clinic that insisted on giving me the "shot" (which I later learned was a surgical procedure) practiced in too aggressive a way. My nurse practitioner at (B)(6) said I am experiencing rare side effects from the procedure. The person who gave the shot did not monitor it afterward. I do not take any prescription drugs. I use large knee braces and crutches. I need a wheelchair because of what the single orthovisc injection and aspiration did not me. Diagnosis or reason for use: I did not need orthovisc. The orthopaedist insisted on it. Event abated after use stopped or dose reduced: no.